Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. The customer confirmed that he had scar tissue at his site area. It was explained to the customer that the tissue is the case of his high blood glucose. Troubleshooting was performed and pump programming and function appeared to be normal.